Event description:
During the index procedure, one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the mid lad. Approximately 16 months post the index procedure, the patient suffered an mi and stent thrombosis and died a sudden cardiac death. The investigation has indicated that the events were possibly related to the study stent.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi, st and death).